Manufacturer narrative:
Case reference number: (B)(4) is a spontaneous report received from a non-healthcare professional on 15-nov-2023, regarding a 40-year-old male patient, who succumbed to his injuries and expired (pt: injury) after grafting with epicel. On 11-oct-2023 and 06-nov-2023, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as 0.12 - pass and 0.32 - pass. The patient's medical history was not reported. The patient's concomitant medication details were not reported. On (B)(6) 2023, the patient received grafts of epicel (cultured epidermal autografts) (lot number: ee03181, expiration date: 12-oct-2023) for burns. On (B)(6) 2023, the patient received grafts of epicel (cultured epidermal autografts) (lot number: ee03181, expiration date: 08-nov-2023) for burns. On (B)(6) 2023, the patient succumbed to his injuries and expired (pt: injury). The reporter assessed the reported events as serious due to involving hospitalization and death. The reporter did not provide a causality assessment for the reported event. No further information was provided. Additional information was received on 16-nov-2023, 17-nov-2023 and 27-nov-2023 and processed together with the initial. Company comment: injury is unlisted per epicel IFU (date of revision on (B)(6) 2022). It was reported that the patient was treated with epicel for burns and succumbed to his injuries and expired. Injury is considered not related to epicel. The case is serious due to hospitalization and fatal outcome. The report did not qualify as a medical device report. The report is a 15-day case report as the event is unlisted and serious.

Event description:
Patient succumbed to his injuries and expired [injury].